Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing leaked was confirmed per picture provided shows that blood was leaking from the pvc tubing that connects to the blood filet drip chamber inlet port. The root cause of this failure was not identified.

Event description:
The customer reported that a 300 ml infusion of rbc was programmed to infuse at 200ml/hr for 2 hours was noted to leak out around the top of the drip chamber nearing the end of the transfusion. There was no patient harm.